Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone foley catheters were leaking and dislodging every time they inserted into the patient. This was a transgender patient converting from a female to a male. So, they needed a stiffer or firmer foley for this patient because they need to keep the urethra open for an extended period of time because there were multiple reconstruction surgeries with this transition. Per photo sample provided, it was found that the foley catheter balloons were lopsided which was leading to the issues that customer was expressing. The affected product catalog numbers were 165810 with batch no. Ngft5821, 165812 with batch no. Ngez0706 and 165812 with batch no. Ngfw3722

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the attached photo sample noted 3 all -silicone foley catheters. Visual inspection of the photo sample noted asymmetrical balloon on all 3 catheters. The catheter balloon concentricity were observed to be 70:30, 100:0, 80:20 respectively. 2 out of the 3 catheters had asymmetrical balloon. Batch#ngfw3722 is out of specification, which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. A potential root cause for this failure could be balloon molding. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone foley catheters were leaking and dislodging every time they inserted into the patient. This was a transgender patient converting from a female to a male. So, they needed a stiffer or firmer foley for this patient because they need to keep the urethra open for an extended period of time because there were multiple reconstruction surgeries with this transition. Per photo sample provided, it was found that the foley catheter balloons were lopsided which was leading to the issues that customer was expressing. The affected product catalog numbers were 165810 with batch no. Ngft5821, 165812 with batch no. Ngez0706 and 165812 with batch no. Ngfw3722.